Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the customer's problem regarding failed volume test was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. Based on the evidence, the complaint was not confirmed, and no fault found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume test on multiple cassettes (approximately 17.4ml). This event occurred during testing and there was no patient involvement.